Event description:
This notification was opened for review due to an allegation of customer states that her power supply frayed over time due to being bent and started sparking into a REMstar Auto A-Flex device. There was no allegation of patient harm/injury.The device has not yet been returned to the manufacturer for evaluation. If any additional information received, a follow-up report will be filed.